Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The device was returned, pending analysis.

Manufacturer narrative:
H3: product:977119, s/n:(B)(6) was returned for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing; however foreign material was observed in the implantable neurostimulator (ins) connector port. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the hospital staff grabbed the ins battery before the rep could connect to it, then the tablet would not connect to the battery. The rep tried connecting to the implant and could not after 3 attempts, then they logged out of the tablet and tried again with no luck. The rep then restarted their tablet and still could not log into the battery. At this point the rep had their controller in a sterile bag laying on top of the ins battery. After all that, the rep grabbed their other tablet and attempted again for 3 more times but still could not connect. The hcp asked for another battery which the rep grabbed and connected with no issues. Once the rep got home they tired again and wasn't able to connect. The rep tried one more time today ((B)(6) 2025) before they packaged it up to mail off/return for analysis, and the rep was able to connect to the battery with their tablet. The rep said they never once connected to charge the battery so that wasn't the issue. It was noted the cause of the issue was unknown at the time of the report. The ins was never implanted, so there was no patient involved in this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.